Event description:
Revision surgery 1.7 years after primary due to breakage of the ps crew. The head of the screw and explanted, the body of the screw, the tibial baseplate and the insert were not removed since they are stable. Imp ref # 3006639916-2014-00204.

Manufacturer narrative:
Document review: gmk primary ps fixed tibial insert size 4 - 10 mm: ref. 02.07.0410psf / lot 121449 - (B)(4) devices produced. All parameters were found to be in accordance with the specs valid at the time of manufacturing, including washing and sterilization procedures; (B)(4) items of the lot have been already sold without any other similar issue reported.